Event description:
The customer reported that, two pts experienced catheter infections at the same time on two different phoenix machines (please refer also to MDR 9616240-2007-00077). This report relates to the incident occurring on phoenix machine serial number ph7040. The organism was a very atypical salt-loving gram negative organism - halomonas, species unk. The two pts were dialyzed on different pt shifts, in different treatment areas. Both machines continued to be used after the two pts exhibited their catheter infections, and there is no evidence that any other pt treated on either of those machines was infected.